Event description:
Alsius system primed to cool patient. Patient connected to system and machine running. Machine alarming and upon inspection, large amounts of air bubbles were present in the system, saline bag was dry, and blood was noted in line. The defect was in the disposable (tubing), not the alsius machine. No harm to patient.